Event description:
The company was informed that the pt's internal magnet of the device was dislodged during the MRI procedure of the neck on (B) (6) 2010. The internal magnet is reportedly on its side and out of the implant casing. Surgery to replace the pt's magnet will be scheduled.